Manufacturer narrative:
(B)(4). The customer reported that the diagnostic message was caused by a saturated expiratory filter. The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was displaying a large difference in the volume being delivered versus the volume that was being measured. It was further reported that, at the time of the incident the patient was receiving a continuous aerosolized medication. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.